Manufacturer narrative:
Result: the pet lock was intact on the proximal end of the pc400 coil pusher assembly. The coil was intact with the pusher assembly. There was no visible damage to the second pc400 coil. Conclusion: evaluation of the first pc400 coil (4006c0310) revealed the pusher assembly was kinked and the sr wire was fractured. This type of damage typically occurs due to improper handling during use. If the pusher assembly is manipulated forcefully against resistance, damage such as this may occur. The damaged pusher assembly is the likely root cause of the resistance experienced by the physician. Evaluation of the second pc400 coil (4004j15) revealed that when inserted into warm water, it coiled as intended. The coil was, therefore, functional. Evaluation of the ruby coil confirmed the pusher assembly was fractured and kinked. This type of damage typically occurs due to improper handling during use. If the ruby coil is manipulated forcefully at an angle during insertion into a microcatheter, damage such as this may occur. Evaluation of the px slim revealed it was kinked. This type of damage is likely incidental, and may have occurred after the procedure during packaging for return. Pc400 coils and ruby coils are 100% functionally tested and px slim devices are 100% visually inspected during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This MDR is associated with MDR 3005168196-2015-00963 and -00965.

Event description:
The patient was undergoing a coil embolization procedure using a penumbra coil 400 (pc400 coil) and a ruby coil. The physician had difficulty advancing the pc400 coil through a px slim and removed it. After successfully deploying a new pc400 coil into the aneurysm it failed to coil in the proper manner and was removed from the patient. During the third attempt the physician used a ruby coil which bent upon advancing it though a px slim. The ruby coil was removed and was not used. The procedure successfully continued using a new ruby coil and the same px slim. There was no report of an adverse effect on the patient.